Event description:
A patient called into report back in (B)(6) of 2025 had a procedure to have her spinal cord stimulator battery changed. She stated the paddles we're migrating/shifting since the procedure. Yesterday she experienced electrocution while walking from a doctors office and didn't stop until she was able to push the red button to stop electrocution. After suffering she experienced a burning sensation on her back. She cannot lay on her back and in excruciating pain. Device is still implanted.